Event description:
It was reported that, the tip of item mwb250 has broken off during repositioning. The whereabouts of the fragment are unknown. It could not be found either in the patient or outside the operating theatre.

Manufacturer narrative:
Corrections: b2 outcomes attributed to ae- removed as this is not required for a malfunction. D9 product available to stryker- corrected as no h6 device code (imdrf a code break was removed). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the tip of item mwb250 has broken off during repositioning. The whereabouts of the fragment are unknown. It could not be found either in the patient or outside the operating theatre.